Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection and balloon rupture occurred. The physician predilated the heavily calcified lesion with 85% stenosis in the left anterior descending (lad) with multiple inflations using a 2.5x15mm maverick balloon, inflating between 8 and 16 atmospheres (atms) on each inflation. The vessel was mildly tortuous. A 3.0x32mm taxus express2 drug eluting stent was deployed in the lad when the delivery balloon ruptured. The rupture was diagnosed by the loss of pressure on the gauge. The "stent did not get fully apposed and the physician pulled back the stent delivery system (sds) causing the stent to move and causing a left main (lm) spiral dissection. It spiraled distal to proximal and was treated" with three taxus express2 drug eluting stents. A 3.5x8mm stent was placed in the proximal lad, a 3.0x12mm stent was placed in the distal lad, and a 2.5x16mm stent was placed in the distal lad. The patient suffered light arm pain at the time of the event. The patient condition is reported as stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.